Manufacturer narrative:
Literature citation: treffy rw, morris j, koshy r, coss dj, pahapill pa. Spinal cord stimulation trial electrodes rapidly produce epidural scarring, impeding surgical paddle lead placement. Neuromodulation: technol neural interface. Published online 2024. Doi:10.1 016/j.neurom.2024.01.004 a2: this value is the average age of the patients reported in the article as specific patients could not be identified. A3: this value reflects the sex of the majority of the patients reported in the article as specific patients could not be identified. B3: please note this date is based off of the article¿s acceptance date as the specific event date was not provided in the published literature. B5: it was not possible to ascertain specific device information from the article or to match the reported events with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead, UDI#: asku. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The authors reported the following complications during their study: three paddle migrations and two lead fractures requiring revision, one epidural hematoma requiring evacuation, and one postoperative supratentorial ischemic stroke.